Manufacturer narrative:
The second promus everolimus eluting coronary stent system is being filed under the same MFR number.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stenosis requiring medical intervention/myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was performed in 2008, to treat a 90% restenotic, 3.5x18mm lesion in the ostial. This was a mildly calcified, mildly tortuous, bifurcation of the saphenous vein graft (svg) to the distal right coronary artery (rca). Treatment consisted of predilation and placement of two overlapping promus stents (3.5x18mm and 3.5x8mm) resulting in 0% residual stenosis. The patient was discharged on aspirin and plavix. The patient returned 05/19/2009, with a myocardial infarction (mi) (no ECG changes) and was treated due to a 90% proximal edge in-stent restenosis of the svg to the distal rca. The treatment consisted of a balloon angioplasty and placement of a xience stent resulting in 0% residual stenosis. The patient's cardiac enzymes in 2009, were elevated. The event was assessed as possibly related to the study devices. The patient was taking aspirin and plavix at the time of the event. No additional event or patient information is available.